Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that visual inspection of the device did no show evidence of leaks. The functional test of the device identified the pump failed deflation test and activation test. Product analysis concluded these deflation and activation issues could affect the functionality of the pump. Based on this observations, the reported allegation is confirmed. Device history review (DHR) the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis visual analysis of the device did not find any leaks in the device. Functional testing of the device identified that the pump failed deflation test that verifies that with 4 psi back pressure on the cylinder to the pump fluid moves from cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed. The pump also failed activation test which verifies that, with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lb of force with no back pressure on the cylinder to the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient was implanted in vietnam about two years before device performance issues were noted. The inflatable penile prosthesis (ipp) device would not inflate when placed in the scrotum. The patient was brought to physicians office for a troubleshoot, however no troubleshooting resolved the issue. A surgical intervention was performed in which it was noted that the device would inflate when pump was removed and turned upside down, there were no known tubing issues. The pump was explanted and replaced without patient complications.

Event description:
It was reported that the patient was implanted in (B)(6) about two years before device performance issues were noted. The inflatable penile prosthesis (ipp) device would not inflate when placed in the scrotum. The patient was brought to physicians office for a troubleshoot, however no troubleshooting resolved the issue. A surgical intervention was performed in which it was noted that the device would inflate when pump was removed and turned upside down, there were no known tubing issues. The pump was explanted and replaced without patient complications.